Manufacturer narrative:
A ge oec service representative investigated the issue and found isolated the issue to software corruption and a defective hard drive. It appears the customer ordered and replaced the components. No further service entries. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy system would not boot up.